Manufacturer narrative:
Date of explant is estimated. Further information was requested but not obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31299. It was reported that the clinical study patient experienced ineffective therapy due to increased impedance on one of the leads. Reportedly, surgical intervention took place on an unknown date wherein the lead was replaced addressing the issue. It is unknown which serial number lead was explanted. Hence, both leads are being reported.

Event description:
Additional information received indicates that high impedance was observed. The lead was replaced on (B)(6) 2020. Reportedly, adequate therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.